Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a 2 year old male patient, the device failed self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation. The device was put through extenstive testing without duplicating any faults to the device. The device was recertified and returned to the customer. There is no evidence in the device log to confirm the reports. Analysis of reports of this type has not identified an increase in trend.